Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10. The company iii (d) cartridge complaint sample was not returned for evaluation. Seventy-two unopened company iii (d) cartridges lot# 32738599 were returned. Seven samples were pulled randomly for evaluation. The cartridges were visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A company handpiece was indicated. It is unknown if a qualified lens and viscoelastic were used. Without the lens model/diopter used, it cannot be determined if a qualified combination was used. The root cause for the reported complaint could not be determined. The complaint company iii (d) cartridge sample was not returned. Without the lens model/diopter used, it cannot be determined if a qualified combination was used. Unopened samples were returned for lot# 32738599 . Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary; complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was foreign material confirmed on the lens. The foreign material was removed and the procedure was completed. There was no reported patient impact. Additional information was requested.